Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer returned wrong product. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customers new replacement products have resolved the customer original concerns. Caller states the issues has been resolved and obtained a replacement at a local pharmacy. No medical attention or symptoms reported at the time of the call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with tests results of 59, 70, 86 and 88mg/dl. The expected fasting blood glucose test result range is 90-105mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. Product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 04/13/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Complaint summary: customer called stating their blood sugar is reading lower than normal on this meter. Customer states the meter read 70mg/dl fasting and below and is not reading accurately. Customer is comparing his meter to another meter he has and claims it reads 25-50 points lower. Customer states that all of his readings are lower than his other meter.